Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator subsequently filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking from the tubing connection site) was confirmed during testing. The product problem occurred because the cracked enclosure. This was causing the leak. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The cracked enclosure was replaced.

Event description:
It was reported that level 1 hotline low flow system (hl-390) was leaking from the tubing connection site. The product problem was discovered during preventative maintenance. There was no patient involvement.